Event description:
A malfunction alarm labeled as "malf 12" was reported, and there was no adverse impact on the customer's blood glucose level. The customer was informed that the pump needed replacement, and a replacement pump with serial number (B)(6) was provided to ensure continuous insulin delivery. Cts confirmed the customer's shipping address and instructed on the transportation of the pump, although returning the problematic pump to tandem within ten days was not addressed.